Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument the wires on the instrument were frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the pitch cable frayed at the distal idler. There was no damage found on pulley and clevis. The instrument also passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.